Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she found out that there was no cannula in her site and the insulin pump did not alarm no delivery. The customer's blood glucose was 459 mg/dl at the time of incident. The customer performed high pressure test and the insulin pump passed. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.